Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 407652 lead; implanted: 2006-(B)(6), (B)(4).

Event description:
It was reported that the pace/sense portion of the right ventricular (rv) lead had an insulation breach. The pace/sense portion of the lead was capped and the right ventricular (rv) and superior vena cava (svc) coils remain in use. A new lead was implanted to replace the capped part of the rv lead. No patient complications have been reported as a result of this event.